Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would "power up but would not switch on." Complainant indicated that there was no pt involvement in the reported malfunction. The customer was unable to provide more info about the nature of the complaint.